Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the act button responds at the slightest touch and often finds the insulin pump in the menu/settings section. The blood glucose reading was 8.3 mmol/l. The insulin pump will be replaced.

Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. The pump was received with a cracked reservoir tube lip and a missing end cap sticker.